Event description:
Complainant alleged that the cath lab clinicians successfully administered one shock at 300 joules, but on their second attempt to defibrillate the pt (age and gender unk) at 360 joules, the device would not discharge. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.